Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000271, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system was lifting a little slow but all other complaints could not be replicated. The medtronic representative performed the lateral shift calibrations- pressure switch and relief valve. The system then passed the system checkout and was found to be fully functional. Codes (B)(4) are applicable to this system checkout. No hardware parts were returned to the manufacturer for analysis. Codes (B)(4) are applicable to the hardware component. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the operating room (or) stated the unit was not driving, lifting or lowering. The site was unable to perform work around methods to move the system. There was no patient involvement.